Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and the reported ' pump will not stay on' was not reproduced. Evaluation inspected the device with customer's battery and a known good power cord and the device did not improperly shutdown while in sleep mode, however a battery alert alarmed. A review of history log revealed improper shutdown! Messages, however the event history log cannot determine how the pump was shutdown. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition of the pump was not verified. Evaluation replaced the battery with a known good battery and problem was resolved. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to stay powered on. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.